Event description:
A customer reported experiencing two alarms, alarm 2 and alarm 26, related to an occlusion issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or register as ¿high¿ on the cgm. Despite multiple troubleshooting attempts including disconnecting tubing to deliver boluses, the occlusion alarm recurred, and the customer was advised to replace supplies and resume insulin therapy. The customer decided not to continue troubleshooting after previous unsuccessful attempts and requested follow-up for further assistance.